Event description:
It was reported that the ilet displayed alert 38 indicating a consecutive motor stall, which was resolved after a restart, and blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with failure to infuse and a communications problem, with the motor identified as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency and cause traced to component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.